Event description:
It was reported that during placement of a vaginal sling for treatment of urinary incontinence, the physician perforated the patient's bladder. It was noted when passing the device on the patient's left side that the eyelet of the protective sheath had detached in the dilator. A second unit was used and the sling was successfully placed. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, company is unable to determine if the device met its specifications. The investigation of this event is ongoing. Company believes user technique and/or patient anatomy may have contributed to this event. However, company is unable at this time to determine the relationship between the device and the cause for this event.